Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. Customer's blood glucose level was not impacted. A new cartridge was loaded to resolve the issue.